Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that the patients ipg had migrated and had weight loss. The patient was prescribed with pain cream by the physician.